Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service was unable to confirm the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the inability to reproduce the issue, it is likely the image did not appear due to external factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their olympus 4k camera head experienced a communication failure between the video console and the monitor in the form of vertical color bars. According to the initial reporter, this same event occurred during two different surgical procedures. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is capturing the first patient/event, and the medwatch containing patient identifier (B)(6) is capturing the second patient/event.